Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete. E1: initial reporter phone number is (B)(6); reported here as phone number exceeded character limit for designated field.

Event description:
It was reported that this pacemaker was found to be in safety mode. Additional information was requested but was not provided at this time. This pacemaker remains in service. No adverse patient effects were reported.